Event description:
It was reported that after a breast biopsy procedure, it was noticed that the dc adapter for the green cable had broken off. There was no patient consequence reported, additional case will be completed using the demo unit. Control module being returned for repair.

Manufacturer narrative:
Date sent: 08/26/2008. Evaluation summary - based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer's complaint and found the green dc adapter was broken. To correct the customer's complaint, the analysis site replaced the green dc adapter. Per the service manual performed service tests, with no functional faults found. As part of the standard service process, replaced the muffler, applied loctite to the foot/hand switch connectors, and applied dow corning lubricant to the dc motors, performed dc motor adapter upgrade and replaced the if board to bezel. The unit has not been returned for service prior to this event, therefore, no service history review can be done. Complaint information is trended on a regular basis to determine if further investigation is warranted.